Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After being inserted into the patient, the transseptal needle was difficult to insert into the sheath and ended up puncturing the side of the introducer. The sheath and needle was replaced to complete the procedure. There were no adverse consequences to the patient.